Event description:
It was reported that the retention balloon would only deflate halfway. The complainant reported that the foley tubing was cut and the md ultimately removed the catheter half inflated.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential root cause of the reported event could be a partially collapsed inflation lumen due to which there was difficulty in deflating the balloon, resulting in procedure delay and surgical intervention to remove the device. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. Using proper aseptic methods, remove catheter from package. 3. Prepare patient per hospital/nursing recommended procedure. 4. Proceed with catheterization using standard techniques. 5. Inflate the balloon with sterile water to the volume stated on the inflation lumen of the catheter by using a water-filled luer tip syringe. 6. Connect catheter to collection container. 7. To deflate the balloon, gently reinsert the luer tip syringe into the valve and aspirate" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned

Event description:
It was reported that the retention balloon would only deflate halfway. The complainant reported that the foley tubing was cut and the md ultimately removed the catheter half inflated.